Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch #unk.

Event description:
It was reported that during a laparoscopic roux-en-y procedure, the surgeon said that the clamp arm of the harmonic fell off in the patient and they were able to find it. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.